Event description:
Event description boston scientific received information that the battery status of this device fluctuated between elective replacement time, beginning of life and near elective replacement indicator. Technical services and the field representative discussed the possibility of device resets resulting in an erroneous battery status reading. The field representative also indicated that the daily measurements had been erased. There were no adverse patient effects. This device is part of the physician communication dated july 18, 2005 regarding a hermetic sealing component.